Event description:
On (B) (6) 2010, nurse from pt's doctor's office inquired about training for pts. Submitted training request for pt on setting basal rates. Nurse reported pt's blood glucose has been elevated in the 200's mg/dl and pt is giving herself a bolus, but this does not bring down her blood glucose. Nurse stated the pt does not do carb counting. Nurse reported pt did not mention any error messages or occlusions with the system. Pt's normal blood glucose range 150-180 mg/dl. Repeated attempts to follow up with the pt were unsuccessful. No product return was requested.

Manufacturer narrative:
No product will be returned for eval.